Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that there was a fiber optic sensor failure. The customer lost the arterial waveform after switching the pressure tubing. The iab was inserted via axillary insertion, but is an off label method. The customer tried to aspirate, but was unsuccessful. The customer stated the patient will be taken to the cardiac cath lab to address the problem. A senior physician was able to aspirate and flush the system which allowed for the waveform to return. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy that there was a fiber optic sensor failure. The customer lost the arterial waveform after switching the pressure tubing. The iab was inserted via axillary insertion, but is an off label method. The customer tried to aspirate, but was unsuccessful. The customer stated the patient will be taken to the cardiac cath lab to address the problem. A senior physician was able to aspirate and flush the system which allowed for the waveform to return. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. A portion of the extracorporeal tubing was cut from the catheter and not returned. Two kinks were found on the catheter tubing approximately 71.4cm and 55.1cm from the iab tip. The optical fiber was found to be broken at the kinked location of 71.4cm. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and blockage was felt at the 55.1cm kinked location. The optical fiber was found to be broken, confirming the reported alarm. A severe kink on the inner lumen confirmed the inability to aspirate and the difficulty monitoring the arterial waveform. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).